Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p100022/s014 the zisv6-35-125-7.0-40-ptx device of lot number c1205526 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. There is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the patient anatomy, or the use of a non-recommended wire guide. From customer testimony, the target location was lightly calcified, but not tortuous. The complaint device was advanced over a 0.014¿ diameter wire guide, which could have provided insufficient support during deployment. These factors could have caused or contributed to the inability to deploy the device however, as the device was not returned for evaluation, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. As per the product packaging insert: ¿to ensure adequate support of the system, introduce a 0.89mm (0.035 inch) guide wire through the sheath across the distal segment of the target lesion.¿ "under fluoroscopy, advance the delivery system over a 0.89-mm (0.035-inch) guide wire through the sheath until the distal end stent marker goes beyond the target lesion" prior to distribution, all zisv6 (zilver ptx thumbwheel) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1205526. According to information provided, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with another device. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Access was gained from left fa to the lesion of right sfa contralaterally. The patient's anatomical forms were suitable for the procedure. There was light calcification observed, but no notable tortuous vessel. Two another size of zilver ptx drug-eluting peripheral stent were placed using 0.014 wire guide without problems. Then, the complaint device (lot c1205526) was advanced over the 0.014 inch wire guide and attempted to deploy by rotating the thumbwheel. However, it could not be rotated because it was stiff. Since the stent did not exit from the sheath, therefore the user gave up to use this device. There was no same size of device available, another size (8mmx40mm) of the device was used instead to complete the procedure.